Event description:
It was reported that after the device was implanted it was interrogated and it exhibited backup operation. After a software download, normal function resumed. The device remained implanted and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.